Event description:
Boston scientific received information that the right ventricular (rv) lead displayed one shock impedance measurement greater than 200 ohms. Technical services was consulted and discussed troubleshooting. The physician elected to monitor the patient closely via the home monitoring system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.